Event description:
It was reported that during patient use, a ventilator display went blank and alarmed. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the software to the current revision, to correct the issue. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.